Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they have been trying to get the device to work a little better because they have times when they loose urine and they are not emptying. Pt requested assistance to use their equipment to make an adjustment to their setting to try and help their symptoms. Troubleshooting was unable to be performed as the communicator would not power up,. Pt plugged the communicator into ac power and will call for further assistance after an hour. The patient called back after charging the communicator. Reviewed how to increase amplitude until patient felt comfortable sensation in the pelvic floor. Recommended monitoring symptoms and following up with managing physician if not resolved.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient said that they did not have any retention issues, the issue was urinary frequency. Patient called back and repeated same information regarding lack of therapeutic benefit, said is still losing urine and has a lot of frequency. Patient said was hoping wouldn't need to use pads anymore. Patient reported difficulty charging, said taking over an hour and not sure what level ins was charged to. Reviewed therapy information, including expectations and general programming guidance. With assistance patient connected using the communicator and determined ins battery at 70% and then patient increased setting. With assistance patient connected recharger to implant then opened up recharger application and received service code 4100 which patient cleared and then received message that has excellent connection and ins battery at 60% and within a couple of minutes increased to 70%. Patient to charge to 100% and then put equipment away. Patient to monitor and track bladder symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient called back reporting ongoing therapy concerns regarding urinary control. The patient was concerned that they may not be recharging the ins adequately and this may be part of the problem. Patient confirmed they charge ins until they hear charge complete tones. Reviewed external device use and confirmed therapy was on and ins battery at 90%. Patent asked for assistance increasing amplitude. Patent increased from 1.0 to 1.4 where they could feel stimulation sensation in their rectum. Recommended monitoring symptoms and following up with managing physician to discuss option to try a different program or determine appropriate interventions. Sent email to prs to update managing physician. The patient called back reporting amplitude was too high at 1.4 and was causing them pain and discomfort. Reviewed how to decrease amplitude to 1.1 which resolved the issue. Recommended patient contact managing physician to address concerns regarding lack of therapeutic effect.